Event description:
It was reported that the patient developed sepsis. The device and leads were removed. The source of the sepsis in unknown. No further complications have been reported as a result of this event., infection

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.